Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received, the monitor failed incoming functional testing and was resetting. The cause of the failure was isolated to a defective transistor q701 on the ca board. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.